Event description:
The customer reported that while collecting buffy coat, that the tubing was occluded. The buffy coat would not travel farther than a third of the tubing and never arrived in the collection bag. Under the effect of pressure, the spike detached. Bone marrow leaked from the bag and product was lost. Unspecified medical intervention was required for this event. The outcome of the pt is not known at this time. The disposable set is available for investigation. This report is being filed in response to the customer filing a sae report.

Event description:
The customer declined to provide the patient's information.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in process. A f/u report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the device history record (DHR) was reviewed for this lot. There were no events noted in the DHR that were related to product quality. Fluid flow was verified through all tubing connection sites. The manifold was then evaluated to ensure that the tubes were in the correct locations on the manifold. The manifold was found to be assembled correctly. Based on the description of the pressure in the set building up to the point of causing the spike to detach, it is possible that a valve on the machine was closed or there was a closed hemostat on a tube while the buffy coat was being collected. Root cause: based on the evaluation of the returned set finding no manufacturing errors and the description of the pressure building in the set to the point of causing the spike to detach, it is likely that the tubing on the set was inadvertently loaded into the wrong valve or a hemostat was left closed on the tubing. This allowed the pressure to build in the set during the collection phase and ultimately caused the spike to detach.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The disposable set was returned and evaluated. There were no defects at any of the bond sockets. The flow was verified at all connections of the disposable set; no blockages were found. It's possible that the blockage was simply due to a clot in the buffy coat . Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.